Manufacturer narrative:
The hill-rom technician inspected the mattress bladders and the blower connecting to the mattress. No problems were found with the mattress. The technician found that the bed exit system was armed but not alarming when the patient was not in the bed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician deactivated and reset the bed exit to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating there was something wrong with the mattress. The hill-rom technician found no problems with the mattress. The technician found that the bed exit system was armed but not alarming when the patient was not in the bed. The bed was located at the account (B)(4). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).